Manufacturer narrative:
No product was returned for analysis as the hosp is retaining the product. The exact lot number was unk; however, the distributor reported that the product was from one of two lots, 3166727 or 3235283. Review of the device history records confirmed the subject lots (3166727 and 3235283) both met mfg requirements prior to shipment. The mfg and use by/before date are as follows: lot 3166727: mfg date: (B)(4) 2010; use by/before date: na. Lot 3235283: mfg date: (B)(4) 2010; use by/before date: na.

Event description:
It was reported by the distributor that a customer reported that during a procedure the 5f ultimum introducer was used. During the exchange of the guidewire at removal of the guidewire the sheath was torn off. The remaining part of the sheath was removed by surgical intervention. The pt's hospitalization was extended due to the additional surgical intervention but no health impairment was experienced. This is a bulk non-sterile product packaged and distributed by (B)(6).